Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that there was no patient involvement at the time of the event.

Manufacturer narrative:
A battery was returned to covidien/ medtronic¿s product analysis. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the reported issue was duplicated and the root cause was isolated to a short circuit on the battery. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Unique identifier (UDI) number added. Device evaluation: the (B)(4) battery was returned for failure investigation. The battery was visually inspected with no anomalies. The battery was attached to the battery firmware tester and the fault was isolated to incorrect battery firmware. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the voltage on a compressor battery for a 980 ventilator was out of range. Although requested, it is unknown if the patient was connected to the ventilator at the time of the reported event.